Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test otc performed on (B)(6) 2021 and obtained a negative result. Pcr confirmation testing was performed on an unknown sample, but the result were not provided by the customer. The customer was awaiting result. The customer stated that they have covid symptoms and so they weren't fully trusting the negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.